Manufacturer narrative:
Date sent: 8/29/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a robotic prostatectomy procedure, the clips were not staying on the tissue. Another device was used to complete the procedure. There was no pt consequence.